Event description:
A malfunction alarm occurred with the customer's pump during the loading process, and the cartridge alarm recurred despite attempts to resolve the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support in loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and instructed on returning the faulty pump, with a replacement confirmed for shipment.